Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the autofill issue and found the compressor needed to be overhauled with a compressor kit. The customer has decided not to do the repairs as this is an old unit that was used as a back up. The iabp will be taken out of service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.